Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe integra 3ml ll w/ndl 25x5/8 rb had leakage. The following information was provided by the initial reporter: material#: 305269 batch#: 2307009. Rcc received a complaint via phone. Pir attached. Customer states that when they went to give 2 patients medication, the medication shot out the side where the needle connects to the syringe. Both instances happened today 23sep2025. Patients had to be re-administered medication since they did not receive it the first time. Ref#: 305269 lot #: 2307009. Customer has product to return if needed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - leakage since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.